Event description:
Device 1 of 4: reference MFR. Report#1627487-2019-13266. Reference MFR. Report#1627487-2019-00917. Reference MFR. Report#1627487-2019-00918. Further follow-up information received identified the previously submitted device information was inaccurately documented in the initial report. Please reference MFR. Report #1627487-2019-00917 for new device report.

Event description:
Device 1 of 2; reference MFR. Report#: 1627487-2018-13266. It was reported the patient experienced cerebrospinal fluid leakage during revision of the lead (reference MFR. Report#1627487-2018-13256). A blood patch was performed to resolve the issue.